Manufacturer narrative:
The ipg was not returned to bsn for evaluation as it was discarded by the medical facility.

Event description:
A report was received that a patient underwent a pocket revision due to swelling and discoloration. The patient experienced the symptoms after being kicked at the pocket site. During the revision procedure, the physician chose to replace the patient's ipg, though no malfunction was suspected. The patient is reportedly doing well following the procedure.